Event description:
A customer contacted baxter's technical service center regarding a system error (s/e) 2240 alarm (indicating air in the set) that appeared on the homechoice (hc) unit during dwell 1. The home patient (hp) was connected at the time of the alarm and did not disconnect. The technical service representative (tsr) advised the home patient (hp) that large amount of air has been detected. The tsr had the hp recycle power and advised the hp therapy had ended and will need to start over with new supplies. The hp will start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. Follow up with the customer confirmed that the sample and lot number are not available

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 1 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown, therefore a batch review was not performed. Label review was not performed no user error was suspected. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).